Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional relevant information is received

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during fill 1. The technical service representative (tsr) had the home patient (hp) cycle the power. The hc alarmed system error 2367. The tsr reviewed proper setup procedure with the hp because they had the clamps open on the unused supply lines. The hp understood and would setup with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the fill stage, where the home patient had the clamps open, on the unused supply lines. This complaint is confirmed because leaving a clamp open on an unused supply line is a use error that may cause a system error 2240 and contamination. Per the homechoice/homechoice pro patient at-home guide, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. If additional relevant information is received a follow-up will be submitted.